Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was alleged to deplete prematurely. It was noted that the devices battery voltage had dropped from 2.91 volts to 2.77 volts within 6 months. No adverse patient effects were reported. A revision was scheduled and the device will be returned.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Review of the memory log found that the device did not declared eri or eol while implanted, while the mentioned battery voltage drop within the six month period was normal for this device. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Device out of service notification.

Manufacturer narrative:
Upon analysis this event will be updated.